Event description:
A health care professional reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens was removed and replaced intraoperatively for a longer length lens. The problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested but the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Cause of event was reported as unknown.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).